Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that cause of the patient¿s loss of stimulation was not determined. It was reported that when the rep met with the patient their stimulator was discharged so they were sent home to charge their stimulator. They stated that they were now trying to find a time to meet for troubleshooting. It was reported that the cause of the connections was not determined, but when the rep met with the patient they were able to read the ins with their clinician programmer so they stated that the battery was working. They also stated that they were able to connect their recharger to the ins. They believed it was a physical issue of the patient not being able to hold the antenna correctly over the ins. The patient was physically limited with their movements. The patient was sent home to charge their ins and test their programs to see if any had ¿drifted¿ or no longer provided relief like they did previously. The rep stated that they were trying to find time to meet to perform an impedance check. It was reported that it was to be determined still on whether the patient¿s issues resolved. The patient¿s weight at the time of the event was not known and would not be provided. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell two weeks ago and stimulation didn't work after that- the patient experienced a loss of stimulation. The patient was now not able to connect to their ins with their recharger (and this first occurred on (B)(6) 2019). The representative planned on meeting with the patient to run an impedance test and possibly jump-start the ins. No further complications reported.